Manufacturer narrative:
A steris account manager arrived onsite to investigate the reported event. The account manager found the table to be operating properly; no repairs were required. The table operated as designed to not respond to the level command while in reverse orientation. The 5085 surgical table operator manual states (5-19), "important: when using the reverse patient touch pad, note the following: when operating in reverse orientation, level function does not operate." The account manager performed in-service training on the proper use and operation of the 5085 surgical table, specifically that the level function does not operate when the table is in reverse orientation. No additional issues have been reported.

Event description:
The user facility reported that at the end of a patient procedure with their 5085 surgical table in reverse trendelenburg the table would not return to level as commanded on the hand control. User facility personnel manually transferred the patient to a stretcher. No report of injury.